Event description:
The customer reported that the reservoirs were leaking past the o-rings. The customer stated that she was in the emergency room with high blood glucose. No further info was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.